Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (bilateral salpingectomy with a supracervical abdominal hysterectomy). Essure was removed. At the time of the report, the device dislocation, autoimmune disorder, infection and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation, infection and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain pelvic/ pelvic area') and autoimmune disorder ('autoimmune reaction') in a 36-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included back pain and multiparous. Concurrent conditions included obesity, shutdown renal, vaginal discharge, swelling of legs and uterus enlarged. Concomitant products included cyanocobalamin, duloxetine hydrochloride (cymbalta), gabapentin, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression"). In january 2016, the patient experienced anxiety ("mental anguish"). In january 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pain ("body aches") and was found to have weight increased ("weight gain"). In january 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device expulsion ("migration of the device/ expulsion of essure device / one side coil came out vaginally"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), infection ("infections") and menstrual disorder ("menstrual issues") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (supracervical abdominal hysterectomy, bilateral salpingectomy and tap block). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the autoimmune disorder, device expulsion, infection, menstrual disorder, uterine leiomyoma, depression, anxiety, weight increased and fatigue outcome was unknown and the pain was resolving. The reporter considered anxiety, autoimmune disorder, depression, device expulsion, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, pain, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 222 lbs. Right fallopian tube- 3 trailing coils, left fallopian tube- 15 trailing coils. If you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Pathology test - on 11-oct-2017: pathology report revealed secretory endometrium, leiomyomata. Focal adenomyosis. Bilateral fallopian tubes showing physiological changes.. Ultrasound pelvis - on 20-jul-2017: results: multiple uterine fibroids were present.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma, menorrhagia, pelvic pain, dysmenorrhea, weight gain, body aches, 1 side¿s coils came out vaginally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received event " fatigue" was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain pelvic") and autoimmune disorder ("autoimmune reaction") in a 36-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included back pain and grand multiparity. Concurrent conditions included morbid obesity, shutdown renal, vaginal discharge, swelling of legs and uterus enlarged. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion ("migration of the device/ expulsion of essure device / one side coil came out vaginally"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and pain ("body aches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual issues") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (supracervical abdominal hysterectomy, bilateral salpingectomy and tap block). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pain was resolving and the autoimmune disorder, device expulsion, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pain, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 222 lbs. Right fallopian tube- 3 trailing coils, left fallopian tube- 15 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. On (B)(6) 2017, pathology report revealed secretory endometrium, leiomyomata. Focal adenomyosis. Bilateral fallopian tubes showing physiological changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma, menorrhagia, pelvic pain, dysmenorrhea, weight gain, body aches, 1 side¿s coils came out vaginally. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Reporter's information and lot number was added. Events added: expulsion of essure device, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), uterine fibroids, depression, mental anguish, weight gain, body aches, did not undergo essure confirmation test. Concomitant diseases, historical conditions and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain pelvic") and autoimmune disorder ("autoimmune reaction") in a (B)(6)-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included back pain and multiparous. Concurrent conditions included obesity, shutdown renal, vaginal discharge, swelling of legs and uterus enlarged. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion ("migration of the device/ expulsion of essure device / one side coil came out vaginally"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and pain ("body aches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual issues") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (supracervical abdominal hysterectomy, bilateral salpingectomy and tap block). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pain was resolving and the autoimmune disorder, device expulsion, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pain, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Right fallopian tube- 3 trailing coils, left fallopian tube- 15 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. On (B)(6) 2017, pathology report revealed secretory endometrium, leiomyomata. Focal adenomyosis. Bilateral fallopian tubes showing physiological changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma, menorrhagia, pelvic pain, dysmenorrhea, weight gain, body aches, 1 side¿s coils came out vaginally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain pelvic/ pelvic area") and autoimmune disorder ("autoimmune reaction") in a 36-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included back pain and multiparous. Concurrent conditions included obesity, shutdown renal, vaginal discharge, swelling of legs and uterus enlarged. Concomitant products included cyanocobalamin, duloxetine hydrochloride (cymbalta), gabapentin, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced depression ("depression"). In (B)(6)2016, the patient experienced anxiety ("mental anguish"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pain ("body aches") and was found to have weight increased ("weight gain"). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device expulsion ("migration of the device/ expulsion of essure device / one side coil came out vaginally"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), infection ("infections") and menstrual disorder ("menstrual issues") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (supracervical abdominal hysterectomy, bilateral salpingectomy and tap block). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the autoimmune disorder, device expulsion, infection, menstrual disorder, uterine leiomyoma, depression, anxiety and weight increased outcome was unknown and the pain was resolving. The reporter considered anxiety, autoimmune disorder, depression, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pain, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 222 lbs. Right fallopian tube- 3 trailing coils, left fallopian tube- 15 trailing coils. If you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Pathology test - on (B)(6)2017: pathology report revealed secretory endometrium, leiomyomata. Focal adenomyosis. Bilateral fallopian tubes showing physiological changes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma, menorrhagia, pelvic pain, dysmenorrhea, weight gain, body aches, 1 side¿s coils came out vaginally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcomes for cramping and bleeding were updated. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.